Event description:
Good faith attempts have been made and no further information has been attained. The explanted product will be returned to the manufacturer when pathology has completed their evaluation of it.

Event description:
It was reported that a vns patient was going in to have their generator replaced. The surgery was originally planned as a battery replacement but changed to a total revision as described below. Pre-op interrogation on the m101 indicated settings of 2.5 ma/ 30 hz/ 250 usec/ 21 sec/ 1.8 min/ 3.0 ma/ 60 sec/ 250 usec/ no. Pre-op normal mode diagnostics on the m101 indicated ok/ok/2/no. The chest incision was then made and the m101 was removed from the pocket. While still connected to the 101 generator, the surgeon examined the lead wires and stated the lead wires appeared to be intact without any issues. He then requested that a m104 (sn (B)(4)) be opened and asked for the screwdriver to remove the lead pins from the 101. In the process of removing the lead pins the surgeon noticed a break in the lead wire deeper in the pocket. At this point, it was determined a total revision would be required and the 104 would not be able to be used. The neck incision was made and the old m300 lead was cut close to the coils with all 3 of the old coils left on the nerve. The new m304-20 lead coils were placed on the nerve below the old coils. The 103 generator was connected to the new lead and the set screw tightened. In-pocket system diagnostics indicated ok/ok/2585/no. The surgeon ordered the 103 be programmed to the pre-op settings of the m101. Final interrogation of the 103 confirmed settings of 2.5 ma/ 30 hz/ 250 usec/ 21 sec/ 1.8 min/ 3.0 ma/ 60 sec/ 250 usec/ no. The explanted product will be returned for analysis. Good faith attempts are underway for further details about the patient's lead break.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.